Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480 pump outflow is not working correctly. This was discovered during an unspecified procedure with no patient harm reported. The case was completed by using a new ar-6480.